Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the cockpit of the device turned off during use. The ventilation continued as set. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The affected device was examined by dräger service and the log file was made available for further investigation. The reported cockpit failure could be confirmed. During the investigation the dräger service replaced the hard disc drive of the cockpit which was unable to rectify the failure. The base board of the cockpit and the associated system cable were then replaced, which solved the reported issue. The device was tested and confirmed to be operating as per manufacturer's specifications. As a safety feature of the system, the safety software analyses and verifies the proper functioning of the device. If the cockpit fails during operation, the additional audible alarm of the ventilator sounds after 45 seconds without communication between the ventilator and the cockpit. This alarm is triggered independently of the power supply and lasts for at least 2 minutes. Ventilation is not affected by a failure of the cockpit and continues as set. However, as the monitoring functions are limited and the user interface is not functional, ventilation must be continued with an independent device. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the cockpit of the device turned off during use. The ventilation continued as set. There was no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.